Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route dental, lot number 192115682, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush broke at the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012: the lot number was updated from 192115682 to 19211sgs2. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route dental, lot number 192115682, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush broke at the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012, the lot number was updated from 192115682 to 19211sgs2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No sample was returned. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint cannot be confirmed and a root cause cannot be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. One toothbrush, lot 19211sgs2, was received. The handle was cracked below the thumb grip. The handle breakage was at the thinnest point of the handle. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause cannot be determined for this complaint. The returned sample was verified as broken however the breakage has occurred at a point that is clamped during testing. There is no consumer information regarding where the consumer held the brush or the force they used whilst using the brush. Although this complaint is verified due to the returned sample, the disposition of this complaint shall be not confirmed as it cannot be attributed to a manufacturing defect. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route dental, lot number 192115682, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush broke at the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 05-dec-2012, the lot number was updated from 192115682 to 19211sgs2. This report remains a reportable malfunction case in the united states. Additional information received on 27-dec-2012. Based upon an acceptable document review, lack of a sample and no adverse trends the complaint cannot be confirmed and a root cause cannot be determined for this complaint. If a sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush for dental cleaning (route dental, lot number 192115682, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush broke at the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.